Manufacturer narrative:
A medtronic approved biomedical engineer at the facility tested the equipment. During testing the mobile view station (mvs) computer was replaced, thus resolving the issue. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer was received by the manufacturer, but analysis results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system would not come out of stand alone mode. There was no patient present when this issue was observed. No further information was provided.

Manufacturer narrative:
Analysis was completed for the returned mobile view station (mvs) computer. Through visual/physical examination, functional testing, performance testing, and a usability inspection, the reported issue was unable to be confirmed. The mvs computer was installed in a known working test system. The system readied communication, motion, and x-ray. 2d and 3d imaging as well as image retrieval were successful. Fluoro and rad gain calibrations passed, and invalidate home also passed. It was noted that the operating system took longer than normal to boot up. However, there was no fault found with the returned mvs computer during testing. If information is provided in the future, a supplemental report will be issued.